Manufacturer narrative:
This medwatch is submitted to send the initial report. Product was not returned to manufacturer as still implanted. As reported: surgeon noticed a migration of an half anchoring plate, confirm on x-rays post-op. Surgeon considers that no revision is needed, patient is asymptomatic. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding information provided, root cause is related to an incorrect insertion : cage was not screwed correctly on implant holder and thread of cage has been damaged, so it could have created a gap between cage and implant holder during insertion of anchoring plate. In that case, anchoring plate could be not fully inserted, and not be locked in cage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be field accordingly. Zimmer biomet will continue to monitor for trends. Product still implanted.

Event description:
Avenue t : migration of anchoring plate. As reported : surgeon noticed a migration of an half anchoring plate, confirm on x-rays at follow-up post-op. Surgeon considers that no revision is needed, patient is asymptomatic.